Event description:
It was reported: acetabular shell - manufacturer recall. Implanted 11/2000. Now painful total hip replacement with acetabualr loosening left hip. Proc: revision of left hip acetabular component.